Manufacturer narrative:
The subject device was evaluated. Device evaluation confirmed the customer reported issue. Device evaluation found the lens of the main unit had fallen off, broken. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, caution" in the instruction manual "chapter 8 care, storage, and disposal 8.1 care of external part and cover glass care of external part and cover glass" contains the following description. Never use a hard cloth, etc., which may scratch the cover glass. Based on investigation results, the reported phenomenon was confirmed and was attributed due to component failure. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, the subject device malfunctioned and the "cover of lens section damaged." There was no patient impact, no harm reported due to the event.